Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary problems, bleeding, and vaginal scarring. It was reported that patient underwent excision of mesh, removal of large quantity of graft from bladder with removal of transmural limbs of the mesh from the patient¿s right side with cystoscopy, bilateral retrogrades, ureteral catheter placement, and closure of large vesicovaginal fistula on (B)(6) 2008 by dr. (B)(6) at (B)(4), due to vesicovaginal fistula with polypropylene mesh exposed in the bladder and vagina with apparent full-thickness erosion and failure of the synthetic mesh.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.